Event description:
Injected with zyderm 1 & 2 six years ago - two to the three months ago nasolabials started to feel solid with blueish discolouration, nodules on both sides of upper lips. Symptom duration has exceeded two years. Pursuant to an agreement between FDA and collegen corporation any symptoms thought to be related to hypersensitivity to bovine collagen that last longer than two years would be reported as a permanent injury. This is the same event and the same patient reported under MDR ID # 2024601-2005-00451 (inamed complaint #2081854).